Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22aug2019. Field service engineer turned unit on and verified the error was present. Fse replaced the user interfaces assembly and performed full pm that was due. The device passed all performance verification tests after repair. The user interface assembly was returned for evaluation. No failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported alarm led failed. There was no patient involvement.